Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual device was not available. However, two photographs of the sample was provided for evaluation. The visual inspection of the two provided photos showed the product inside the original packaging. Picture one showed a small black particle on the header cap. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of a polyflux 14l before use. There was no patient involvement. No additional information is available.